Event description:
It was stated that the customer was hospitalized for high blood glucose levels and chest pain. The reported blood glucose reading was 1000 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer's doctor later called to request further training for the customer due to a heart attack and constant blood glucose levels between 400 and 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.